Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to encoder signal out of phase. The displacement test could not be performed due to the motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed check settings and motor error after it was exposed to a magnetic field. The customer stated that the technician removed the insulin pump but they had already started the MRI test. Blood glucose value was 124 mg/dl. The alarm history also showed a motor position encoder error alarm. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.